Manufacturer narrative:
Testing and investigation found the touchscreen was responsive but it was observed that the key alignment was slightly off centered. During a review of the device history "button ID: invalid" and "touchscreen: fails" errors were noted. The probable cause of the touchscreen being out of alignment was contamination due to fluid ingress. The device was found to not pass the battery reconditioning during testing. This was found to be due to a bad battery. As identified, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with an unsigned note that states, "can't calibrate touchscreen. Battery failure. Service battery." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.